Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: observed creases on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional right side "rupture." Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional, right side "rupture". Device has been explanted and replaced with non-allergan device.

Event description:
Explanting physician reported "both implants rupture" of unknown side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations: no further actions are required since no issue in the manufacturing of the device is observed.